Event description:
It was reported that during an unrelated surgical procedure, dislodgement and high capture threshold were noted on the atrial lead. The lead was extracted and replaced at a later procedure. The patient did not experience any complications after surgery.